Manufacturer narrative:
The investigation of access site bleeding and optical signal issue has been completed. No product was returned for evaluation. Access site bleeding: the cause of the access site bleeding could not be definitively determined as limited clinical details were provided at time of bleeding event. Optical signal issue: data logs were reviewed and all optical parameters are showing intermittent spiking to 3000 with "controller error" alarms triggered each time consistent with a failure of the pump console. Optical parameters the remainder of the case are stable and within spec. Upon review of the returned data logs, it is apparent that the console is the potential cause of the issue. Please refer to manufacturer device report 1220648-2025-30660 for an investigation into the console. No problem was found with the pump per data log review and clinical details. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures 1220648-2025-30516. G1 reporting contact facility name was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30516.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient experienced a groin bleed. Perclose were in place to help manage the condition and heparin remained on hold. In addition, the placement signal went out unexpectedly. The signal reappeared after roughly fifteen minutes. Support continued uninterrupted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system. ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿ potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.